Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The reported product was received for investigation at stryker endoscopy's receiving dock but was not physically received by the pqe team nor can it be found after searching oracle, checking with the receiving team as well as checking with the quality engineer and r&d team; therefore their reported failure mode cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is found, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause: handling procedures, contact forces, product used beyond defined useful life. The product was returned for investigation, however the reported failure mode was not confirmed since the device could not be found. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.